Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. As received, the balloon was found to be ruptured at central area. The ruptured edges did not appeared to match at the ruptured location. Per the IFU " balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And " to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter (see specification table)." No visible damage was observed from distal and proximal windings and catheter body. The through lumen was found to be patent and did not leak. Evaluation results revealed that reported issue was confirmed. Further investigation will be completed by the engineers on the manufacturing site and a supplemental report will be forthcoming with the evaluation results.

Event description:
As reported, during use in patient, the balloon of this fogarty embolectomy catheter burst. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation, the balloon was found to be ruptured at central area and the ruptured edges did not appeared to match. Patient demographics unable to be obtained.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. As part of the manufacturing process the units go through balloon and winding inspection.